Event description:
It was reported that a non-dependent patient had a holter monitor on showing episodes of pacemaker mediated tachycardia and inappropriate auto mode switching due to programming settings with inappropriate rate increase. Programming changes were made. The patient condition is fine.